Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the sensor glucose versus blood glucose had value differences on the insulin pump. Customer's blood glucose was 105 mg/dl. The customer current sensor glucose was 43. The sensor glucose and blood glucose difference is not with in acceptable range. The customer was advised that sensor not situated properly in the isf preventing the sensor from properly tracking changes in glucose. The customer was advised this maybe related to site, rotation and insertion technique, tape type and technique. The customer was advised to confirm blood glucose level with fingerstick. The customer will reset sensor.